Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging complained of headaches. Related to CPAP device there is no allegation of serious or permanent harm or injury. Philips investigation lab observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, blower grommets, p4 power connector, dc jack color insert. A hairlike substance was observed inside the blower box. A white powder substance was observed on the blower, blower box, blower box upper cap, pca, and rear panel o-ring. Manufacturer observed black specs consistent with dirt/dust contamination in the device. Liquid ingress was observed on the p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. (B)(4) addresses the issue of keratin. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that unable to confirm the observe dust/dirt contamination in the airpath, likely from a source external to the device. Manufacturer observed no evidence of degraded sound abatement foam. In this report, sections d9, g3, h3, and h6 have been updated or corrected.